Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with syncope. Rate response settings on the implantable pulse generator (ipg) were reprogrammed and the ipg remains in use. No patient complications have been reported as a result of this event.